Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, three (3) photographs were provided for evaluation. A visual inspection of the photographs revealed the tubing was separated from the main body. The reported condition was verified. The cause was undetermined; however, the assembly between the tubing and female connector leg is a friction fit and not a solvent bond. A strong tug between the two components could cause separation. No other issues were noted during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and twist clamp of the minicap transfer set; further described as "the transfer set came apart from the peritoneal line." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.